Event description:
Baxter affiliate in UK reports pump overinfused during use on a pt. A 500ml solution containing 300mg dopamine was set to run at 20ml/hr, after 2 hours the bag was empty. The pts blood pressure dropped but no medical intervention was required and no pt injury resulted.